Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed water leak test, found leak from under the face plate. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event image was blurry was cause due to bad charged coupled device. The most probable cause of the event failed water leak test, found leak from under the face plate was cause traced to component failure. The most probable cause of the complaint was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a blurry image. The issue was found during the sedation of an unknown procedure that was completed with an olympus backup device. There were no reports of patient harm.